Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was displaying a full blank screen. The customer¿s blood glucose was unknown at the time of the incident. The customer states the insulin pump recently went blank right after they bloused. The insert battery alarm did not display on the screen, and they were missing a battery cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. A replacement will be sent, and the insulin pump will be returned for analysis.